Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. A follow up report will be submitted when the evaluation has been completed. Conclusions: a follow up report will be submitted when the evaluation has been completed.

Event description:
The roller clamps are allowing fluid to leak past when closed. No harm or injury reported.